Event description:
It was reported that when the patient¿s wife touched the husband while the stimulation was on, the wife felt a vibration or shocking too. No one else in the house noticed that except for the wife and niece. The patient never felt a shock like the wife had or any difference when touched while the stimulation was on.

Event description:
Additional information received reported that the patient¿s spouse did not know if they would still get shocked when the device was on because they were keeping their puppy between them when the device was on. They had not spoken to a manufacturer representative about this issue however the patient did have an appointment with their manufacturer representative. They are scheduled to meet with a pain management doctor on 2015 (B)(4) to discuss the shocking/static electricity sensation. They noted that the shocking feels like static electricity discharge but continues as long as they are touching when the system is on. This sensation they feel helps relax their muscles.

Event description:
Additional information received reported that the patient was not seen on (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (b)(6 2006, product type: extension. Product ID: 399945, lot# v003770, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).